Event description:
It was reported that during the pulse field ablation procedure with farawave catheter, the patient experienced a pericardial effusion, decreased hemoglobin, and pleural effusion. Due to an abnormal coronary sinus anatomy in the heart, the guide wire for the farawave catheter could not be advanced. During the procedure, the coronary sinus was injured, resulting in a small amount of pericardial effusion. Surgical intervention was made performed for the pericardial effusion. The pericardial effusion and pleural effusion were resolved a few days later on (B)(6) 2026, while the decreased hemoglobin condition is ongoing. It is unknown if the device is available for return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone: (B)(6). The device status, detailed product information, and physician's name were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone: (B)(6). The device status, detailed product information, and physician's name were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure with farawave catheter, the patient experienced a pericardial effusion, decreased hemoglobin, and pleural effusion. Due to an abnormal coronary sinus anatomy in the heart, the guide wire for the farawave catheter could not be advanced. During the procedure, the coronary sinus was injured, resulting in a small amount of pericardial effusion. Surgical intervention was made performed for the pericardial effusion. The pericardial effusion and pleural effusion were resolved a few days later on (B)(6) 2026, while the decreased hemoglobin condition is ongoing. It is unknown if the device is available for return. Per additional information received, cardiac tamponade also occurred.